Event description:
It was reported that the device had possible premature battery depletion. The device will be replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion. The device will be replaced. There were no patient complications reported as a result of this event.

Event description:
It was reported that the device had possible premature battery depletion. The device will be replaced. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other : implantable pacemaker was reported that the device had possible premature battery depletion. The device will be replaced. There were no patient complications reported as a result of this event. (An appropriate device code cannot be identified).

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did perform as described in the field action.